Event description:
The mayfield pins caused a cut on the pt's scalp. The dr. And biomed were notified. All mayfield parts have been tagged and taken to the decontamination area for cleaning. They will then be taken to biomed for testing of all the parts. The MFR response is as follows for the mayfield clamp, swivel adapter: the unit received repair and we were unable to duplicate or confirm the end user's reason for repair of slipping. The unit operates normally during functional testing; 80# torque knob tested good under pressure; ratchet extention arm has no visible cracks; the lock has rotational and lateral movement. This would not have caused slippage. The large starburst teeth shows some wear but are still functional. Also, heli-coils are needed and this would not have caused slippage. The rocker arm passes the go no-go gauge; all other components are functional. General maintenance and cleaning are required.